Event description:
Patient contacted dexcom technical support and left a voice message on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audible alerts during a high. Three subsequent attempts to contact the patient were made with no success. There was no report of any injury or medical intervention at the time of contact with dexcom technical support.